Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that a patient who underwent bilateral lasik was diagnosed with diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The topical steroid drops were increased to treat the event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. The energy is stable during treatment. All treatments on that day were finished successfully. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the nurse reported that the event resolved with the treatment.